Event description:
It was reported to gems that the collimator on detector one fell down on a pt. The pt was not injured. Immediately after the incident a ge field engineer visited the site and could find no mechanical problems. All safety systems were found to be functioning normally. All preventative maintenance had been performed as required. The cause was not evident. It was planned to replace the locking mechanism and return the unit to service.